Event description:
It was reported by the customer "a PICC was leaking when flushed. After assessment from our nurse, she was not able to fix the issue so she pulled this line. Once the line was pulled she noted a "slit" at approximately just past the 10cm section of the line. The line was place by our staff approximately 6 weeks prior to the issue and had been receiving outpatient IV home therapy" additional information received 4/9/2024: it was reported by the customer "patient had PICC placed without incident per our company with 3cg confirmation. Unsure of the events that took place at home if they [patient] used excessive force etc. To push meds or flush. She replaced the line in the opposite arm. No long lasting complications noted to the patient. "

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer "a PICC was leaking when flushed. After assessment from our nurse, she was not able to fix the issue so she pulled this line. Once the line was pulled she noted a "slit" at approximately just past the 10cm section of the line. The line was place by our staff approximately 6 weeks prior to the issue and had been receiving outpatient IV home therapy". Additional information received 4/9/2024: it was reported by the customer "patient had PICC placed without incident per our company with 3cg confirmation. Unsure of the events that took place at home if they [patient] used excessive force etc. To push meds or flush. She replaced the line in the opposite arm. No long lasting complications noted to the patient. "

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4fr sl powerpicc catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 4cm and 5cm depth markers. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed.